Event description:
It was reported that the pt could not adjust stimulation. The display showed a "call your dr" icon. The pt experienced a power-on-reset condition. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).